Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 179, 306 and 121 mg/dl. Tests were done within 10 minutes with a difference of 54%. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.